Event description:
According to the available information, the patient had mesh erosion from another polypropylene product that eventually had to be removed. Patient experienced large cell foreign body reaction and inflammation was present. Patient currently has burning and urinary frequency. The patient's allergist is unsure if the symptoms are due to the aris or another mesh product she has.

Manufacturer narrative:
B3: estimated date. As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.